Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed, and the test passed. Pairing test was performed, and the test passed. A review of the downloaded data log confirmed the reported event of a failed transmitter error. The probable cause was determined to be a transmitter timer not advancing.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A probable cause was the transmitter timer not advancing that led to a transmitter failure. No additional patient or event information is available.